Event description:
Event description guidant received information that this endotak lead was exhibiting high impedance with loss of ventricular capture. The physician reported the lead had dislodged. Repositioning attempts were unsuccessfully due to severe stenosis. The lead was removed from service and surgically abandoned.